Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A general statement was made by the physician that while using proglide device, it has an issue with a cuff miss as well as experienced difficulty inserting the guide wire into the wire port of the device. Although it was difficult, it was ultimately successful. Physician procedure was performed in the vein. No additional information was provided.